Event description:
Mom called clinic on friday, (B)(6) 2010, to report that the dexcom sensor catheter that her son was wearing broke off under her son's abdominal skin. The co-I spoke to mom via telephone. Mom reported that the breakage of the sensor catheter occurred on the 7th day that her son was wearing the sensor. The participant told his mom that he noticed an increased "itchiness" to the sensor area. Mom reports that the sensor catheter and site were due for changing on this day. The participant removed the adhesive to the sensor and noted that the sensor catheter was broken off under his skin. He pinched his skin together and was able to extract the sensor catheter from his abdominal tissue. The co-I advised mom to change sensor catheter and abdominal site every 5 days from now on and to report any signs of redness, drainage, or signs of infection from the site should it occur. Diagnosis or reason for use: type I diabetes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bowel resection procedure, the surgeon fired the device with a blue reload to close the anastomosis off. He fired the gun and after the first squeeze tissue was forced out leading to the assuming the gun was loaded incorrectly upon inspection this was not the case. The gun was reloaded and fired across the issue this time after the second stage of the firing sequence the gun locked out. When the stapler was removed malformed staples were visible. Procedure was prolonged 60 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). The analysis found that one ec60a device was returned in good visual condition and with a blue cartridge reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.